Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump lost power without warnings or alarms. The reporter stated the battery was changed after the power issue and the pump powered on. It was reported the pump lost power 1 hour after the battery change, and the battery was changed a second time. It was reported that the battery cap had not been changed since the pump was purchased 07/2012. The user guide instructs the user to change the battery cap every 3-6 months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.